Event description:
The customer alleges that the balloon brust prior to use. No report of a clinical consequence to the patient.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the balloon burst prior to use. No report of a clinical consequence to the patient.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.